Manufacturer narrative:
During the evaluation of the device at the third party service center, the ventilator's lcd display screen was found to be blank. The device's lcd display screen was replaced to address the issue.

Event description:
A ventilator was returned to a third party service for evaluation. The device was not in patient use.